Manufacturer narrative:
Customer receives alerts when pump is not connected, carelink connect 3.1.0, galaxy s9 android 10 "an attempt to reproduce the reported event using the cp app with 3.1.0 installed on google pixel 4a, (v13.0.0) with an mmt-1884 pump (software version 6.7v) was conducted and confirmed the issue has not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (srs doc: (B)(4).(B)(4).,(B)(4)., (B)(4)., agile doc: (B)(4). Based on our thorough investigation, most likely the user received a bg low alert due to a delayed response from the carelink in the cp app. Moreover, the "pump error" alerts were received after disconnecting the pump from the mmm app. We have informed the helpline team member that the pump error alerts are expected for the user information. If the different alerts occur, then please create a new svn and assign it to us. This will allow us to address matters very effectively and efficiently. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
An attempt to reproduce the reported event using the cp app with 3.1.0 installed on google pixel 4a, (v13.0.0) with an mmt-1884 pump (software version 6.7v) was conducted and confirmed the issue has not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified. Based on our thorough investigation, most likely the user received a bg low alert due to a delayed response from the carelink in the cp app. Moreover, the ""pump error"" alerts were received after disconnecting the pump from the mmm app. We have informed the helpline team member that the pump error alerts are expected for the user information. If the different alerts occur, then please create a new svn and assign it to us. This will allow us to address matters very effectively and efficiently. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. ¿select patient information cannot be provided due to regional privacy regulations." Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was facing a issue with the carelink connect mobile application. Customer stated that customer received low blood glucose alert on the carelink application but pump was not connected to the application. No harm requiring medical intervention was reported. Troubleshooting was not performed, and instructions were provided to resolve the issue. It is unknown whether the customer will continue to use the carelink connect application or not. The device will not be returned for analysis.